Event description:
The customer reported the coulter act diff analyzer was generating error messages. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/19/2015. The fse found the main diluter board was malfunctioning. The fse replaced the main diluter board, which repaired the errors. The repairs were verified per established procedures. (B)(6).